Event description:
Mild inflammation [joint inflammation] ([swelling of l knee], [joint warmth], [aching (l) knee], [irradiating pain]), very uncomfortable to sleep [difficulty sleeping], she could barely walk and stairs were impossible/stopped her daily walking/could not walk up the stairs [unable to walk] , allergic reaction [allergic reaction]. Case narrative: based on additional information received on 01-oct-2019 from physician, this case became medically confirmed. Upon internal review on 05-sep-2019, this case initially assessed as non serious was updated to serious as event of mild inflammation was added (seriousness criterion: required intervention). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case from a patient from canada. This case involves a 68 years old female patient who experienced mild inflammation, she could barely walk and stairs were impossible/stopped her daily walking, allergic reaction and very uncomfortable to sleep (latency: unknown), while she was using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bleeding in the stomach due to non-steroidal anti-inflammatory drugs (nsaids), polymyalgia, rhematica, hypothyroidism and peptic ulcer disease. Patients ongoing conditions included hypertension and chronic anemia. The past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2016, the patient had synvisc one injection per year and had great success with the 2 injections. Concomitant medications include levothyroxine sodium (eltroxin), ferrous gluconate and verapamil. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (injected for the third time) via intra-articular route, at a dose of 6 ml once (lot - unk) for arthritis in left knee, osteoarthritis grade iii. Injection was given into straight knee from lateral side. On the same day, the patient reported immediate mild swelling and mild pain in her knee after receiving injection. It was reported that the pain was excruciating. On an unknown (B)(6) 2019, after unknown latency, the area became hot from mild inflammation (intervention required) and there was still some swelling. On an unknown date in jun-2019, the patient could not walk up the stairs and could barely walk and stairs were impossible. The intensity was severe and of 1 week duration. The doctor who injected synvisc-one said it was an allergic reaction and family doctor gave her antihistamines- benadryl over the counter. He told her she had an severe allergic reaction (latency: unknown) on an unknown date in (B)(6) 2019 and could never use synvisc again. Allergic reaction was of 4-6 weeks duration. The patient could not take nsaid as it caused her bleeding in her stomach the past. It was reported that pain did not go away after the antihistamines. The doctor referred her to her family doctor. The patient stopped her daily walking and since an unknown date in (B)(6) 2019, it was very uncomfortable to sleep (latency: unknown) and the muscle hurt in one leg and she was one footing it on the stairs because of the muscle pain. The intensity was severe for both events and was of 4-6 weeks duration. Patient stated muscle because that was what it felt like to her, but she did not know if the pain was actually coming from a muscle. It was further clarified that muscle pain was radiating pain from knee to leg. Her family doctor saw her the first week of (B)(6) 2019 and prescribed her prednisone 50mg once daily for 5 days. The physician considered that hylan g-f 20, sodium hyaluronate injection contributed to the adverse events and not caused by patient's -existing condition. On (B)(6) 2019, patient recovered from all events. Action taken: not applicable for all events. Corrective treatment: prednisone, antihistamines-benadryl and blexten for mild inflammation; antihistamines-benadryl and blexten for allergic reaction; not reported for rest all events. Outcome: recovered/resolved for all events. A product technical complaint was initiated on 10-sep-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 10-sep-2019. Reporter causality: related for all the events (the physician considered that hylan g-f 20, sodium hyaluronate injection contributed to the adverse events and not caused by patient's -existing condition). Additional information received on 05-sep-2019 from patient. Upon internal review, case was upgraded to serious, event of inflammation added and events of some swelling, area became very hot from inflammation and pain was excruciating were captured as its symptoms. Patients age updated. Medical history of bleeding in the stomach added. Corrective treatment added. Event verbatim updated from still some residual pain in one leg muscle to still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain and event of she could barely walk and stairs were impossible to she could barely walk and stairs were impossible/stopped her daily walking. Event of uncomfortable to sleep added. Clinical course updated. Text amended accordingly. Additional information received on 10-sep-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on 01-oct-2019 from physician. Case became medically confirmed. Event start date updated for still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain, she could barely walk and stairs were impossible/stopped her daily walking, allergic reaction and very uncomfortable to sleep. Clinical course was updated. Treatment drug added. Event of still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain was updated from main diagnosis to symptom. Concomitant medications added. Text amended accordingly. Additional information received on 19-nov-2019 from physician. Medical history of polymyalgia, hypertension, hypothyroidism, rheumatica, peptic ulcer disease and chronic anemia added. Concomitant medication of ferrous gluconate and verapamil added. Corrective treatment details updated for mild inflammation and allergic reaction. Outcome updated to recovered for all events. Clinical course updated. Text amended accordingly.

Event description:
Inflammation [joint inflammation] ([swelling of l knee], [joint warmth], [aching (l) knee]) very uncomfortable to sleep [difficulty sleeping] . She could barely walk and stairs were impossible/stopped her daily walking/could not walk up the stairs [unable to walk] . Still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain/muscle hurt in one leg [muscle pain]. Allergic reaction [allergic reaction] . Case narrative: upon internal review on (B)(6) 2019, this case initially assessed as non serious was updated to serious as event of inflammation was added (seriousness criterion: required intervention). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a patient from canada. This case involves a 68 years old female patient who experienced inflammation, still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain, she could barely walk and stairs were impossible/stopped her daily walking, allergic reaction and very uncomfortable to sleep (latency: unknown), while she was using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bleeding in the stomach due to non-steroidal anti-inflammatory drugs (nsaids). The past medical treatment(s), vaccination(s) and family history were not provided. Ion an unknown date in 2016, the patient had synvisc one one injection per year and had great success with the 2 injections. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (injected for the third time) via intra-articular route, at a dose of 6 ml once (lot - unk) for arthritis in left knee. On the same day, the patient reported immediate swelling and pain in her knee after receiving injection. It was reported that the pain was excruciating. On an unknown date in 2019, after unknown latency, the area became hot from inflammation (intervention required) and there was still some swelling. Patient reported that she could not walk up the stairs and could barely walk and stairs were impossible. The doctor who injected synvisc-one said it was an allergic reaction and gave her antihistamines (name not provided). He told her she had an allergic reaction (latency: unknown) and could never use synvisc again. The patient could not take nsaid as it caused her bleeding in her stomach the past. It was reported that pain did not go away after the antihistamines. The doctor referred her to her family doctor. Her family doctor saw her the first week of (B)(6) 2019 and prescribed her prednisone 50mg once daily for 5 days. She was still experiencing pain at the time of this report. She stopped her daily walking and it was very uncomfortable to sleep (latency: unknown). The muscle hurt in one leg and she was one footing it on the stairs because of the muscle pain. Patient stated muscle because that was what it felt like to her, but she did not know if the pain was actually coming from a muscle. Action taken: not applicable. Corrective treatment: prednisone, antihistamines for allergic reaction; not reported for rest all events. Outcome: not recovered for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 05-sep-2019 from patient. Upon internal review, case was upgraded to serious, event of inflammation added and events of some swelling, area became very hot from inflammation and pain was excruciating were captured as its symptoms. Patients age updated. Medical history of bleeding in the stomach added. Corrective treatment added. Event verbatim updated from still some residual pain in one leg muscle to still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain and event of she could barely walk and stairs were impossible to she could barely walk and stairs were impossible/stopped her daily walking. Event of uncomfortable to sleep added. Clinical course updated. Text amended accordingly. Additional information received on 10-sep-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Inflammation [joint inflammation] ([swelling of l knee], [joint warmth], [aching (l) knee], [irradiating pain]). Very uncomfortable to sleep [difficulty sleeping]. She could barely walk and stairs were impossible/stopped her daily walking/could not walk up the stairs [unable to walk]. Allergic reaction [allergic reaction]. Case narrative: based on additional information received on (B)(6) 2019 from physician, this case became medically confirmed. Upon internal review on 05-sep-2019, this case initially assessed as non serious was updated to serious as event of inflammation was added (seriousness criterion: required intervention). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case from a patient from canada. This case involves a 68 years old female patient who experienced inflammation, she could barely walk and stairs were impossible/stopped her daily walking, allergic reaction and very uncomfortable to sleep (latency: unknown), while she was using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bleeding in the stomach due to non-steroidal anti-inflammatory drugs (nsaids). Concomitant medications include levothyroxine sodium (eltroxin). The past medical treatment(s), vaccination(s) and family history were not provided. Ion an unknown date in 2016, the patient had synvisc one one injection per year and had great success with the 2 injections. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (injected for the third time) via intra-articular route, at a dose of 6 ml once (lot - unk) for arthritis in left knee, osteoarthritis grade iii. Injection was given into straight knee from lateral side. On the same day, the patient reported immediate mild swelling and mild pain in her knee after receiving injection. It was reported that the pain was excruciating. On an unknown (B)(6) 2019, after unknown latency, the area became hot from mild inflammation (intervention required) and there was still some swelling. On an unknown date in (B)(6) 2019, the patient could not walk up the stairs and could barely walk and stairs were impossible. The intensity was severe and of 1 week duration. The doctor who injected synvisc-one said it was an allergic reaction and family doctor gave her antihistamines- benadryl over the counter. He told her she had an severe allergic reaction (latency: unknown) on an unknown date in (B)(6) 2019 and could never use synvisc again. Allergic reaction was of 4-6 weeks duration. The patient could not take nsaid as it caused her bleeding in her stomach the past. It was reported that pain did not go away after the antihistamines. The doctor referred her to her family doctor. The patient stopped her daily walking and since an unknown date in (B)(6) 2019, it was very uncomfortable to sleep (latency: unknown) and the muscle hurt in one leg and she was one footing it on the stairs because of the muscle pain. The intensity was severe for both events and was of 4-6 weeks duration. Patient stated muscle because that was what it felt like to her, but she did not know if the pain was actually coming from a muscle. It was further clarified that muscle pain was radiating pain from knee to leg. Her family doctor saw her the first week of (B)(6) 2019 and prescribed her prednisone 50mg once daily for 5 days. The physician considered that hylan g-f 20, sodium hyaluronate injection contributed to the adverse events and not caused by patient's -existing condition. Action taken: not applicable for all events. Corrective treatment: prednisone, antihistamines-benadryl for allergic reaction; not reported for rest all events. Outcome: unknown for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: 60185. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 10-sep-2019. Reporter causality: related for all the events (the physician considered that hylan g-f 20, sodium hyaluronate injection contributed to the adverse events and not caused by patient's -existing condition). Additional information received on 05-sep-2019 from patient. Upon internal review, case was upgraded to serious, event of inflammation added and events of some swelling, area became very hot from inflammation and pain was excruciating were captured as its symptoms. Patients age updated. Medical history of bleeding in the stomach added. Corrective treatment added. Event verbatim updated from still some residual pain in one leg muscle to still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain and event of she could barely walk and stairs were impossible to she could barely walk and stairs were impossible/stopped her daily walking. Event of uncomfortable to sleep added. Clinical course updated. Text amended accordingly. Additional information received on 10-sep-2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on 01-oct-2019 from physician. Case became medically confirmed. Event start date updated for still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain, she could barely walk and stairs were impossible/stopped her daily walking, allergic reaction and very uncomfortable to sleep. Clinical course was updated. Treatment drug added. Event of still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain was updated from main diagnosis to symptom. Concomitant medications added. Text amended accordingly.

Event description:
Inflammation [joint inflammation] ([swelling of l knee], [joint warmth], [aching (l) knee]). Still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain/muscle hurt in one leg [muscle pain]. Very uncomfortable to sleep [difficulty sleeping]. She could barely walk and stairs were impossible/stopped her daily walking/could not walk up the stairs [unable to walk]. Allergic reaction [allergic reaction]. Case narrative: upon internal review on 05-sep-2019, this case initially assessed as non serious was updated to serious as event of inflammation was added (seriousness criterion: required intervention). Initial information received on 05-sep-2019 regarding an unsolicited valid serious case received from a patient from canada. This case involves a (B)(6) old female patient who experienced inflammation, still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain, she could barely walk and stairs were impossible/stopped her daily walking, and very uncomfortable to sleep (latency: unknown), while she was using the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bleeding in the stomach due to non-steroidal anti-inflammatory drugs (nsaids). The past medical treatment(s), vaccination(s) and family history were not provided. Ion an unknown date in 2016, the patient had synvisc one injection per year and had great success with the 2 injections. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection (injected for the third time) via intra-articular route, at a dose of 6 ml once (lot - unk) for arthritis in left knee. On the same day, the patient reported immediate swelling and pain in her knee after receiving injection. It was reported that the pain was excruciating. On an unknown date in 2019, after unknown latency, the area became hot from inflammation (intervention required) and there was still some swelling. Patient reported that she could not walk up the stairs and could barely walk and stairs were impossible. The doctor who injected synvisc-one said it was an allergic reaction and gave her antihistamines (name not provided). He told her she had an allergic reaction and could never use synvisc again. The patient could not take nsaid as it caused her bleeding in her stomach the past. It was reported that pain did not go away after the antihistamines. The doctor referred her to her family doctor. Her family doctor saw her the first week of (B)(6) 2019 and prescribed her prednisone 50 mg once daily for 5 days. She was still experiencing pain at the time of this report. She stopped her daily walking and it was very uncomfortable to sleep (latency: unknown). The muscle hurt in one leg and she was one footing it on the stairs because of the muscle pain. Patient stated muscle because that was what it felt like to her, but she did not know if the pain was actually coming from a muscle. Action taken: not applicable. Corrective treatment: prednisone, antihistamines for allergic reaction; not reported for rest all events. Outcome: not recovered for all events. The product technical compliant (ptc) was initiated and the results were pending for the same. Additional information received on (B)(6) 2019 from patient. Upon internal review, case was upgraded to serious, event of inflammation added and events of some swelling, area became very hot from inflammation and pain was excruciating were captured as its symptoms. Patients age updated. Medical history of bleeding in the stomach added. Corrective treatment added. Event verbatim updated from still some residual pain in one leg muscle to still some residual pain in one leg muscle/she was one footing on the stairs because of the muscle pain and event of she could barely walk and stairs were impossible to she could barely walk and stairs were impossible/stopped her daily walking. Event of uncomfortable to sleep added. Clinical course updated. Text amended accordingly.